Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter, translated from spanish to english: "the needle-cutting device has been bothering you for 2 days, it does not cut the needles, it no longer cuts the needles."

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter, translated from spanish to english: "the needle-cutting device has been bothering you for 2 days, it does not cut the needles, it no longer cuts the needles."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.